Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation in the left atrium a faradrive steerable sheath clear was selected for use. When the faradrive steerable sheath clear was inserted into the body and suction was applied, air was continuously drawn in through the flush port. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be returned as it was discarded by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.